Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity s anti-hcv results one male donor specimen. The results provided were: the customer drawn three specimens: sid (B)(6) =small serum tube, sid (B)(6) -=large serum tube, sid (B)(6) =plasma tube. On (B)(6) 2022 sid (B)(6) initial=0.81 s/co (< 1.00 s/co=nonreactive /customer used grayzone range=0.9 to 1.0 s/co) / repeated on architect i2000sr=1.61 s/co (> or = 1.00 s/co=reactive) . Redrawn donor on (B)(6) 2022 sid (B)(6) serum tube on alinity= 2.67 (> or = 1.00 s/co=reactive) /repeated=2.46 s/co and 2.38 s/co /nat= 29,785. On (B)(6) 2022 nat sid (B)(6) serum tube= 27.884 (positive) /used same tube on architect sid (B)(6) plasma tube=1.39 s/co. . On alinity sid (B)(6) = 1.61 s/co /repeated on 10feb2022 serum tube sid (B)(6) =0.93 s/co. (B)(6) plasma tube sid (B)(6) =0.89 s/co /repeated .on another alinity as1298 serum=0.90 s/co and plasma=0.89 s/co there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, retained kit testing of alinity s anti-hcv reagent lot number 29217be00. Trending review determined no adverse trend for the issue for the product. Return sample analysis performed on return specimens. ID(B)(6)hcv was tested in-house with alinity s anti-hcv (ln 6p04-55), inno-lia hcv score and mikrogen recomline hcv igg blots and alinity s anti-hcv ii (ln 4w56-55). The alinity s anti-hcv assay resulted nonreactive (0.80 s/co), replicating the customer¿s observation. The inno-lia hcv score blot showed a weak reactivity of +/- for ns3, final interpretation per package insert is indeterminate. The mikrogen recomline hcv blot showed two weakly reactive bands with a strength of +/- for ns3 and helicase, final interpretation per package insert is negative. The testing on alinity s anti-hcv ii resulted reactive (4.64 s/co). A double retest as per package insert was not possible due to insufficient sample volume. Per evaluation by medical affairs, based on all available test results obtained by both the customer and by abbott, the donor in question exhibits a seroconversion profile. The two draws of the donor represent two different stages during the evolution of the hepatitis infection and the development of hcv specific antibodies in the blood as a result of the infection. Due to variability in assay sensitivity, architect anti-hcv and alinity s anti-hcv ii were able to detect the infection in the first draw, which lead to an interpretation of false nonreactive results with the alinity s anti-hcv assay at the customer site. This customer observation of false nonreactive results was replicated within the in-house testing of the returned serum sample. Device history record review did not identify any non-conformances or deviations with lot 29217be00 and the complaint issue. To evaluate clinical sensitivity, two sensitivity panels (anti-hcv core only panel (panel a) and anti-hcv ns3 only panel (panel b)) were tested. The sensitivity panel met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9045 and hcv 9047). The seroconversion panel results of panel 9045 and 9047 were compared to historical data of alinity s anti-hcv test results. Reagent lot 29217be00 detected the same bleeds as reactive for both seroconversion panels. Further, 10 replicates of the positive control were tested. All control values met control specifications and were in the typical range. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s anti-hcv reagent lot number 29217be00.